Event description:
It was reported that the patient was having an MRI of the thoracic spine, looking for a hematoma. A possible injury was suspected, but was not certain. It was not thought that the MRI was device related. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).